Event description:
It was reported that the device displayed an error code 810.9020 during infusion. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error could not be confirmed through log analysis due to lack of access via asm. However, the issue was consistent with a logic board malfunction and was resolved after replacement. The returned system was powered on in its ¿as received¿ condition, and the suspect pcu did not display any image on the screen during three consecutive power-on attempts. The logic board was temporarily replaced with a known good unit from the dchu lab. After the replacement, the device displayed a normal power-on sequence and did not reproduce the reported error. The three concomitant pump modules returned by the facility were connected to the suspect pcu and programmed for a basic infusion at a rate of 41.7ml/hr with a vtbi of 3000ml. The test was left infusing for 68 hours and was successfully completed without any error codes or system malfunctions observed. The external and internal inspection process was performed on the suspect pcu; no issues were observed during inspection that would contribute to the reported event. All parts inspected were manufactured by bd. The error, event, and battery logs could not be retrieved from the suspect pcu s/n: (B)(6) via alaris system maintenance (asm), as the unit did not allow access due to a faulty logic board. However, the facility reported that the suspect pcu s/n: (B)(6) displayed system error code 810.9020. According to the bd alaris¿ pc unit system error tip sheet, a system error on the pcu indicates a hardware or software issue detected by the system¿s self-check routines. While the error is active, all current infusions will continue as programmed, but no changes can be made to rate, dose, or volume to be infused (vtbi). Do not power down the pcu until a replacement is available. Record all current settings, as they cannot be restored after shutdown. Tag the affected unit, document the error, and return it to your facility¿s biomedical department. The system will display the error message, trigger audible and visual alarms and show the system off soft key¿if unavailable, power down using the system on key. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: suspect pcu s/n: (B)(6), (B)(4). Device opened for investigation, please re-torque all screws. Please replace the logic board of suspect pcu. The repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the cost associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported issue is attributed to a malfunction in the logic board. Due to the condition of the returned pcu, system logs could not be retrieved via asm to confirm the error. However, after replacing the logic board with a known good unit, the system powered on normally and completed functional testing without reproducing the reported issue. Note that this report lists imdrf annex a07, g02005, c16, d0302 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.